Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The brand name, catalog number, lot number and device manufacture date were unknown. PMA/510(k) number was unknown. Concomitant med products and therapy dates: attachment device. Device evaluation: the actual device was returned for evaluation. It was noted that the two devices were stuck together when received. Quality engineering evaluated the device and it was determined that a piece of a broken unknown cutter device was stuck inside the attachment device. The attachment device was taken apart and it was observed that there were broken and corroded bearings in the locking mechanism assembly, preventing the lock tabs from releasing the cutters, which caused the failure. The piece of the cutter was examined using 28x magnification and rechecked on an optical comparator. It was determined that a piece of the cutter had broken off below the laser marking and the identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not returned. It was further determined that the cause of the cutter becoming stuck in the attachment and broken was due to worn out bearings caused by normal wear. It was determined that the device failed the pre-repair diagnostic assessment for visual assessment and measured features as the full evaluation could not be performed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: the part number and lot number were unknown. Therefore, the UDI is unavailable.

Event description:
It was reported that the burr device was stuck inside the attachment device. During in-house engineering evaluation, it was observed that a piece of the cutter had broken off below the laser marking. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.